Event description:
A lumbar site "skin erosion/wound breakdown/breakdown of skin" at l4-l5 (catheter insertion site) was reported. The catheter was replaced catheter. Patient outcome was stated as resolved without sequelae.

Event description:
Additional information reported that the event was entered in error. Additional information was requested, but not available at the time of this report. Further information was requested in order to determine the patient involved in the previously reported event. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: (B)(6) 2004, explanted unk; catheter model: 8709, (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2004.